Event description:
It was reported that during an implant procedure, the neurostimulator produced high impedances when connected to the lead. When the lead was connected to the trial cable it measured normal impedances. After troubleshooting, the neurostimulator was not used and a new device implanted in its place. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.